Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance with resetting the pump from technical support, and after successfully resetting the pump, the malfunction code did not recur. The caller was advised to continue using the pump and to call back if any further issues arise.